Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to cdc and barda but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review. This customer reported seven occurrences of foreign matter with limited product identification (lot number only). This is six of seven mdrs filed.

Event description:
The customer reported that numerous syringes contain an unexplained fluid, visible in some of the syringes before use. The issue was identified across 7 different lots. This MDR is specific for lot g201127. No information was received regarding any serious injury as a result of this product report.